Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer lost the bipolar energy. The customer tried a new energy cord, and instrument, and tried rebooting the integrated electrosurgical unit (iesu) with no resolution. The customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The customer stated the bipolar box on the iesu had a red question mark. The isi tse recommended trying the other bipolar port on the iesu and a new bipolar energy cord. The customer also changed the bipolar energy cable, and the question mark went away. The customer tested the energy, and it was making the expected sound, but it was not delivering any energy to the monopolar or bipolar instruments. The customer rebooted the system and the iesu, but when the surgeon tested the energy, the issue remained. The isi tse recommended a third-party generator or using the other vison tower from another da vinci system. The customer noted they had no error messages or system messages on the iesu. The customer moved the bipolar energy cable to the other port, and the issue remained. The customer finished the case laparoscopically with no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the erbe generator to resolve the issue with bipolar energy. The system was tested and verified as ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been returned and evaluated by the failure analysis (fa) team. Fa investigation did not confirm the customer reported issues. The unit energized and cauterized and all ports recognized instruments.